Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope was reprocessed with an oer-6 that could not drain water sufficiently when replacing the water filter. The water filter was not changed every month and it was operated for about half a year. The issue was found during reprocessing. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the improper draining was the device was reprocessed with a different procedure from the instruction manual (including cases where leakage test is not performed properly). Olympus will continue to monitor field performance for this device.